Event description:
It was reported that a user experienced a pairing failure with a newly applied freestyle libre 3+ sensor when attempting to connect with the ilet bionic pancreas system; the issue resolved after the user toggled sensor settings and then rescanned, after which the warmup countdown appeared. No clinical signs, symptoms, or conditions were reported. Outcomes included no interruption to therapy beyond the initial pairing delay and no need for medical care. User support included customer support troubleshooting and education on device setup steps. Investigation of this case revealed a transient connectivity or configuration issue related to cgm selection that was corrected through standard software workflow steps, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error leading to temporary communication failure, resolved by guided troubleshooting.